Event description:
It was reported that during a neurovascular case the physician was using an aristotle 24 guidewire and the wire came apart when pulling it out of the catheter and tuohy device. The wire was removed and discarded. The tech mentioned the tuohy may not have been opened enough. The entire wire was in one piece when removed with no complications or injury to the patient and the procedure was subsequently completed with another device.